Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged during functional testing, the device did not respond to the front panel select knob control. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the push button board. The memtron panel with the button board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.